Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile prostheses experienced postoperative bilateral yeast and bacterial infection, breast cysts, device migration, and suffered several unexplained systemic symptoms, including hormonal issues (estrogen and progesterone levels are off), skin breaks out, hot and cold sweats, and sharp burning pain. The root cause of the patient¿s symptoms is unclear. The patient stated that she had fungus on her nipples in 2018 after experiencing childbirth and bacterial infection for 8 months (the date of onset unknown). For both infections, she was treated with diflucan. In addition, the patient stated that the implants were sliding off to the sides when she was lying down, and the outlines of her bones were visible. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.